Event description:
It was reported that the insulin pump stopped delivering insulin, then alarmed insulin flow blocked, and that the pump history displayed that the insulin had been delivered. An infusion set and tubing change did not resolve the delivery issue, it was reported. The insulin pump will be replaced. The patient's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.